Event description:
The pt was implanted with a left ventricular assist device. A pt outcome was entered, which indicated that the pt expired due to embolic cva on (B)(6) 2014. The pump was not explanted.

Manufacturer narrative:
The pt expired and the pump was not explanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.